Manufacturer narrative:
It was reported that a patient was implanted with two prodisc c implants that were placed at c5-6 and c6-7 on (B)(6) 2022. The patient began experiencing pain in their right arm. The decision was made to remove the pdc implant as it was needed to remove the disc from the foramen. The patient had the pdc removed on 14feb2023, and a new prodisc c implant was placed. The surgeon did not believe that there was any problem or malfunction of the implant. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels in the risk documentation. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation is being completed by exponent based on their standard pdc evaluation protocol. There were no anomalies related to the complaint found during the investigation. The removal was completed due to the patient's arm pain and the need to remove the disc from the foramen. This report is for 1 of 2 devices involved in this event.

Event description:
It was reported that a patient was implanted with two prodisc c devices on (B)(6) 2022 at c5-6 and c6-7. The patient had pain in their right arm which was found to be caused by the disc being positioned in the foramen. A pdc removal was completed on (B)(6) 2023 and a new pdc device was placed. It was not reported which level was removed and replaced and x-ray images were not provided.